Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. There was deformation to the 18th distal stent wrap with struts raised. There was deformation to the distal tip. (B)(4).

Event description:
A resolute onyx drug eluting stent was being used to treat a highly tortuous and severely calcified lesion in the lad exhibiting 80% stenosis. There was no damage to packaging and no issue when device was removed from hoop/tray. The device was inspected and negative prep performed with no issues noted. The lesion was not pre-dilated and it is reported the stent became deformed in vivo during positioning/advancement. Difficulties were experienced when removing device prior to stent deployment. The device did not pass a previously deployed stent and no resistance was experienced when advancing the device. Excessive force was used to remove the deformed stent. The lesion was pre-dilated and the procedure was completed with the same size resolute onyx. There was no patient injury. Please note that this device, resolute onyx is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.